Event description:
It was reported that the implantable neurostimulator (ins) worked inconsistently. It was noted that there was a reprogramming appointment scheduled for (B)(6) 2013. No diagnostics had been performed at the date of this report. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
Additional information received reported that reprogramming resolved the issue, no other diagnostics or actions were taken or planned, and the patient was reinstructed on adjusting programs.